Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional rx graftmaster device referenced is being filed under a separate manufacturing report number

Event description:
It was reported that the patient presented with a free perforation in the ramus coronary artery. An attempt was made to cross the perforation using a 2.8x19 rx graftmaster covered stent system, but this device failed to cross due to patient anatomy and was withdrawn without issue. Dilatation was performed with an unspecified balloon. A 2.8x16 rx graftmaster was then advanced and deployed without issue, however, the perforation was not sealed as the stent graft reportedly leaked. While the patient remained hemodynamically stable, the patient was transferred for single-vessel coronary artery bypass graft surgery, and the perforation was successfully closed off. The patient is in good condition with no adverse patient sequelae. There was no occurrence of a clinically significant delay. No additional information was provided.